Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that a power on reset (por) occurred on (B)(6) 2010. One patient alert for por occurred on (B)(6) 2010.

Event description:
It was reported that an electrical reset had occurred on this device due to patient undergoing radiation therapy. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.